Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the following verbatim: h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The staff have reported more incidences issues with the bd alaris IV tubing administering bottled medications (albumin, vasopressin, propofol, etc) and pulling air. They report opening the vent, but it does not resolve the issues.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.